Manufacturer narrative:
The information provided in section a4 was incorrect with the initial report. The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 300 mg/dl. The customer treated with manual injection. Customer's blood glucose value was 454 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. Troubleshooting was performed. The drive support cap appeared normal. There was air bubbles in the infusion set tubing and they were able to push it out. Unable to complete high blood glucose troubleshooting due to buttons were unresponsive. During troubleshooting, customer confirmed that the time was advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.